Manufacturer narrative:
(B)(4). Batch # m91c01. The analysis results found that the el5ml device was received in good visual condition. Upon cycling, the instrument was noted to be empty and locked out and the orange indicator was displayed. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information unavailable. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device failed to work appropriately. The device applied loose clips. The patient was bleeding. Blood loss was between 0-100cc. No transfusion was required. An additional incision was required; however the case was not converted to an open procedure. A 12mm trocar was placed in the middle of the upper abdomen (this was larger than the normal 5mm trocar usually used by the surgeon). A second clip applier was opened to complete the procedure. No patient consequences were reported.